Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the gamma3 nail had to be removed on (B)(6) 2023 because the implant was broken (height shs).

Event description:
As reported: "the gamma3 nail had to be removed on (B)(6) 2023 because the implant was broken (height shs).

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. It was not communicated in which leg the nail was placed. Drill marks started from the lateral entrance along with material chip-off on the proximal part and goes up to the medial edge. The proximal part shows partial misdrilling and material deformation which can be combination of misdrilling and compressive load from lag screw. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the right lateral edge. The breakage pattern resembles a fatigue breakage, evident by appearance of lines of rest, shiny areas and missing plastic deformation. The breakage initiated in a fatigue manner from the side where drill marks could be seen and broke in a much quicker manner from the other side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and available information, the root cause of the failure is most likely user-related. The appearance of mis-drilling marks indicates that the nail was damaged intra-operatively which may have led to the weakening of the nail initially. Along with that the simultaneous overloading on the whole construct ultimately led to the breakage of the nail in a fatigue manner. If any further information is provided, the complaint report will be updated.